Event description:
The customer reported that during routine culture testing, the endoscope tested positive for bacteria. The suction channel tested positive for 0.1 colony forming unit (cfu) of lactobacillus paracasei. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating that pre-cleaning was performed immediately after the procedure by aspirating water through the instrument/suction channel. Manual cleaning was performed within an hour after the procedure. The instrument channel, suction channel, and biopsy valve were manually brushed using an unspecified detergent. The facility has an olympus oer-3 automatic endoscope reprocessor (aer), and an olympus oer-4 aer. The aer detergent and disinfectant were not specified. Their storage practice is an unspecified drying cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following additional cleaning, disinfecting, and sterilization (cds) process information was also received: cleaning solution used: endoquick (manufactured by saraya) disinfectant used: aceside (manufacturer saraya) drying cabinet used: manufacturer is taiho. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, no apparent deviations from the instructions for use (IFU) reprocessing procedure were discovered, and the relationship between the subject device and the result of the culture test (bacteria was detected) could not be determined. Therefore, a definitive root cause could not be determined. During inspection and testing, service found the rubber adhesive was cloudy, cracked, and chipped. The distal end cover and insertion tube boot were scratched, and switch #4 was worn. The angle was insufficient and had play, the light guide tube was wrinkled, the universal cord on the control side was scratched, and the universal cord had an air leak. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. The event may be prevented by following the instructions for use which state: if the endoscope is not cleaned sufficiently, the disinfection (or sterilization) effect will not be achieved. Endoscopes and accessories should be thoroughly cleaned before disinfection (or sterilization) to remove microorganisms and organic substances that interfere with the disinfection or sterilization effect. Olympus will continue to monitor field performance for this device.